Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings above 400 mg/dl after multiple supply change attempts and a prolonged insulin delivery interruption due to an insulin occlusion alarm that was not acknowledged for several hours. Symptoms included feeling unwell associated with high blood glucose. Outcomes included temporary interruption of automated insulin delivery and the need for troubleshooting and education. Investigation included review of device engineering logs and customer follow-up. Investigation of this case revealed periods of insulin depletion, incomplete cartridge load with subsequent completion, and an insulin occlusion that halted delivery until acknowledged, after which delivery resumed and glucose initially returned to range before becoming elevated again. It was concluded that hyperglycemia occurred in association with interrupted insulin delivery due to an occlusion, while the specific root cause of the hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.